Event description:
Boston scientific corp was informed that during a f/u visit, 2 weeks post a hydrothermablation (hta) procedure, the physician noticed the pt had a tubal ovarian abscess. It is unk if the abscess was treated. There was no report of a problem with the procedure set during the hta procedure.

Manufacturer narrative:
The lot # of the device is unk; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.